Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient remained in stable condition.